Manufacturer narrative:
MDR 3003442380-2024-03711- device 1 of 3 patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that three infusion set was leaking and gave sensor change and update alert. No further information was available.